Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inflated balloon of a 6-12 mynx venous vascular closure device (vcd) popped through the venotomy site. Manual pressure was held and hemostasis was achieved. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in a sterile field. The device was used in a watchman procedure. All procedural steps were followed per the instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the inflated balloon of a 6-12 mynx venous vascular closure device (vcd) popped through the venotomy site. Manual pressure was held and hemostasis was achieved. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in a sterile field. The device was used in a watchman procedure. All procedural steps were followed per the instructions for use (IFU). Additional information was requested but not provided. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2430201 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon pull through" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the instructions for use (IFU), insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.